Manufacturer narrative:
It was reported there was a hair was found in or on the product. To aid in the investigation, one sample in a sealed packaging blister and four photos were received for evaluation by our quality team. A visual inspection was performed and a fine fiber that looked like hair was observed inside and adhered to the top and bottom webs of the sealing are of the packaging blister. When the packaging blister was opened and the syringe was removed the fiber like hair feel and was lost. No additional testing could be performed. The four photos provided show the sample received. This defect could occur if an associate was not gowned properly inducing the symptom reported by the customer. A device history record review was completed for provided material number 309653, lot number 9120857. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the gowning of associates was performed finding them all properly gowned. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported when using the bd luer-lok¿ tip syringe there was an open unit package/seal where sterility of the product is compromised. The following information was provided by the initial reporter. The customer stated: "hair was found in/on the product."